Event description:
It was reported that the user's ilet displayed a prompt to connect continuous glucose monitor (cgm) or enter blood glucose. The user then disconnected the ilet pump overnight and did not reconnect until the following day while also starting a new cgm. The user¿s fingerstick blood glucose was high. Symptoms included hyperglycemia peaking at 400 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem was found, a usage problem was identified, and the issue was attributed to the user not starting a new sensor in a timely manner, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that unintended use error caused or contributed to the event.